Event description:
It was reported that air embolism and cerebral vascular accident occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a watchman flx laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed in the patient and met all release criteria. The physician released the closure device from the core wire and the closure device was successfully implanted in the laa of the patient. There were no complications or consequences that were reported to have occurred during the procedure. Post procedure, the patient began showing signs of a cerebral vascular accident. A computed tomography angiography (cta) was performed, and air was seen. The patient remains admitted to the hospital and had been recommended to be put on comfort care.